Event description:
A pharmacist reported that a customer returned a bottle of test strips because of inaccurate test results. The pharmacist did not know whether the results were low or high. Because the custoemer was upset, the pharmacist processed a full refund for the test strips. The pharmacist did not have a customer name or telephone number. For this reason, the rep cannot contact the customer for more specific info.